Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a neuron max (neuron max 6f 088 long sheath) and guidewires. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed two passes using the red72. During the third pass, while advancing the red72 and sendit past the m1 segment of the mca into the m2, the physician noticed that the red72 and the sendit buckled under fluoroscopy near the bifurcation of the distal m2 segment. The sendit was removed, and aspiration was completed using the red72. The red72 was then removed from the patient. There was no reported damage on the red72 and the sendit. A contrast run was performed with the neuron max which revealed massive extravasation and vessel perforation in the m2 segment of the mca near the bifurcation. The procedure was completed at this point. It was reported that the patient expired on (B)(6) 2024 due to artery damage during intervention. The physician indicated that he felt he was too aggressive for the target location and vessel size.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and death are included as possible complications in the instructions for use (IFU) for the penumbra system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2024-00053.